Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 43083 were returned and analyzed. The data files showed at least 9 applications were performed with the returned balloon catheter on the date of the event without any system notices. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Insertion and retraction tests were performed with test flexcath without any issue. In conclusion, the balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was unable to be inserted into the sheath. The balloon catheter was forcibly advanced into the sheath and the tip was then bent. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.